Manufacturer narrative:
This product multiple PMA/510(k) #s. The second # is k945952. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for clotting was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue.

Event description:
It was reported that the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes experienced clotting issues.